Event description:
Procedure type: gastric bypass. According to the reporter: the stapler cut but did not form staples. Doctor had to re-do the anastomosis. There was blood loss but the amount could not be reported. The case was delayed 40 minutes. No pt injury was reported.

Manufacturer narrative:
(B)(4)